Event description:
Customer reported that the charging function was impaired. There was no reported impact to the customer's blood glucose level. The customer declined additional troubleshooting, and the case was documented and closed by technical support as no further action was required.